Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# va0x8e4, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported there was a loss of therapy/ return of symptoms. Therapy was on. The patient wanted to increase but did not know how. Patient services intervened and the patient was able to increase stim. There were no specific symptoms mentioned. The patient was indicated for fecal incontinence and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, the event will be updated.

Manufacturer narrative:
(B)(4) .

Event description:
Additional information received from the patient reported that she was not sure what circumstances led to her return of symptoms, although she thought it was at least partially due to a change in diet. The settings were changed to resolve the return of symptoms.